Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine 1.7 mg/day (concentration not known) via an implanted pump system. The patient went to their doctor on (B)(6) 2015, and their medication was increased. The pump was not refilled at this time, and only the dose was increased. The patient did not feel like they were getting medication. They were in a lot of pain, and they stated there was swelling at the catheter site. The patient was told that the swelling was muscle, but the patient stated the swelling continued to increase. The patient was hospitalized, and they were just released on (B)(6) 2015. The patient could not get in touch with their device managing physician because of the holiday. They had an appointment scheduled for (B)(6) 2016. Additional information was requested to determine what troubleshooting was performed related to the swelling at the catheter; what diagnostics were performed related to the pain; what actions or interventions were taken to resolve the swelling at the catheter and the pain; what caused the swelling at the catheter and pain; and if the swelling at the catheter and pain had resolved.